Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer (bb supervisor) reporting false negative reactions with a patient with a previously confirmed anti-jka and anti-k to all k and jka positive donors to the 0.8% resolve panel a lot# vra305. Cells 3,4,5,and 7 listed to be homozygous for jka and 6,8 and 9 listed to be heterozygous. Cells# 4,7 and 11 listed to be positive for the k antigen. Customer then tested the sample in question against 0.8% resolve panel c and reports only observing weak-1+ reactions to cells 3,4 and 7 (3 and 4 homozygous for jka and negative for k; cell#7 k positive and heterozygous for jka. Customer is concerned that the homozygous donors 1,2,5,6 and 10 failed to react. (Refer to (B)(4) for the details of the failure of the homozygous donors to the untreated listed panel c). Testing with the 0.8% resolve panel c ficin was inconclusive with all donors yielding positive reactions. Issue occurred and was reported on: (B)(6) 2018. Methodology used: manual gel . Incubation time (for manual test only): 15 min . Reaction grade obtained: negative . Customer was expecting: positive . Test repeated: no . Testing performed on (B)(6) 2018 by the manual gel method with 15 min incubation. No additional testing performed due to the patient's historical antibody on file. All testing performed in the mts anti-igg gel card . Tsc was able to confirm that the patient was not transfused based on the negative listed panel cells (antibody already on file). Customer's concern that the anti-jka would have missed due to the ruling out of the homozygous donors not reacting. 0.8% . No incorrect or erroneous results have been reported as a result of this concern. All listed ocd products have been confirmed to have normal appearance and has been stored according to the package insert indications. Tsc referred the customer to the IFU to the 0.8% resolve panel a that indicates the following; the rate at which antigen reactivity (e.g., agglutinability) is lost is partially dependent upon individual donor characteristics that are neither controlled nor predicted by the manufacturer. Complement-dependent antibodies may not be detected if a plasma specimen is used.